Manufacturer narrative:
Analysis received the unit with no button response due to moisture damage on the keypad traces. There was no moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. The customer stated there is moisture under the lcd screen. The insulin pump will be returned for analysis.